Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation it was observed that the device's multiple ac cords that ac power lamp did not light. The device's power supply was replaced to address the issue. In addition of the above evaluation the device's flow sensor, blower assembly, blower bellows seal, tubing blower chassis, low flow o2 tubing, tubing system board, fio2 tubing kit were replaced due to the contamination, which was not related to the malfunction/issue.